Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system with the implant in the sheath. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. The valve was removed and microscopically examined. The silicone valve was found to be damaged. There was no other damage or defect observed. Product analysis confirmed the reported event of difficulty flushing as the device was difficult to flush and damage to the valve was observed during analysis, which could have contributed to difficulty with the flushing of the device.

Event description:
It was reported that there was air within the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. At this time, it was noted that there was air in the wds when the hemostasis valve was being pulled back. The physician removed the wds from the patient and the procedure was ended with no closure device implanted. There were no patient complications or consequences as a result of this event.

Event description:
It was reported that there was air within the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. At this time, it was noted that there was air in the wds when the hemostasis valve was being pulled back. The physician removed the wds from the patient and the procedure was ended with no closure device implanted. There were no patient complications or consequences as a result of this event.